Manufacturer narrative:
Device in wrong position: the cause of the positioning issue was related to patient condition per clinical details that the lvot was small in size. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated. Corrected data. D1 updated/corrected. The investigation is still ongoing.

Event description:
Additional information has been provided upon request: "the product will be returned. Patient was stable after explant and pharmacological support was decreased".

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 74-year-old female with an acute myocardial infarction and cardiogenic shock, consistent with society for cardiovascular angiography and interventions (scai) stage d prior to support, was supported with an impella cp placed via right femoral arterial percutaneous access on (B)(6) 2026 at 08:30. During support, the patient developed frequent ectopy requiring increased pharmacological therapy. A bedside echocardiogram showed the impella inlet positioned too close to a recently placed mitral clip, along with a small lvot (left ventricular outflow tract), contributing to recurrent ectopy and short runs of ventricular tachycardia. Given these findings, physician elected to explant the device at 14:05 the same day. The arrhythmic events were determined to be associated with the impella¿s proximity to the mitral clip and reduced lvot (left ventricular outflow tract), size, prompting explant for patient safety. The patient¿s critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support could have contributed to the event. Further device analysis is unavailable due to no return of device. The patient survived.